Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 22 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Diameter result on the closed samples analyzed is 0.145 mm in average and fulfils the requirements for the european pharmacopoeia (ep) for this size and thread: 0.100 mm to 0.149 mm. Diameter average value is in the medium range of ep requirements for usp 5/0 size. Visual appearance of all threads is right. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply by usp/ep and bbs requirement. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that visceral surgeon complained about a novosyn 5/0 thread, some of which were not identical even though they came from the same box, so some were coiled and rough and some were thinner. Further information has been requested.